Manufacturer narrative:
This event was determined to be supplemental information, the investigation findings will be submitted under MFR # 2916596-2024-00334.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the surgeon noted some bleeding at the apical ring and cuff lock connection despite pledget reinforcement. The surgeon requested that a new pump be used. The new pump was placed and the issue resolved.